Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image occurred (blurring), and no image was displayed, cable unit was peeled off and water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit was peeled off, noise image occurred, no image was displayed, and water tightness was lost. The cause of the complaint and the additional findings is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had poor image quality (blurring) during inspection for use. There were no reports of patient involvement.